Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph of the back of the product packaging was provided for evaluation. The photograph was evaluated, and a proper evaluation could not be performed from the evidence in the photograph provided. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: secondary tubing not dripping correctly. Detailed inquiry description: had secondary tubing that did not drip correctly and bolused the entire drug. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.